Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 9.0-9.2cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis